Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the connecting tube could not be connected because the connector was broken due to either being hit with a hard object, and or loosened. The cause of the looseness of the connector was likely due to applied stress by the user to the connector in the loosening direction, and the stress accumulated. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿5.6 inspecting the connectors check the following for each connector: the connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus.¿ ¿warning do not use the reprocessor if any connector seems to be damaged or defective. Using the reprocessor when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that the endoscope reprocessor had broken leak e1 and e2 test connectors; however; it was found that these connectors were for the test air tube. Per the legal manufacturer, this issue of the broken test air tube connectors is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A biomedical engineer reported to olympus that the endoscope reprocessor had broken leak test connectors e1 and e2 connectors. There was no report of patient harm associated with this event.